Event description:
A smith & nephew representative reported that 14 revisions of sl plus stems has occurred. As of the date of this report, no add'l info has been received regarding these revisions. There is currently no part or lot info, implant/explant dates or any descriptions of the incidents. Add'l info has been requested, and will be provided once received.

Manufacturer narrative:
Na